Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, the wire snapped during the procedure, it snapped at the junction where it changes from 1.6mm to 3.2mm. The snapped wire was removed and another one was used. There was no patient consequence. The procedure was successfully completed. This report involves one (1) trephine guide wire with stop 3.2mm diameter/1.6mm tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Part #: 02.111.001s, lot #: 382p196, manufacturing site: (B)(4), release to warehouse date: 15, october 2021, expiry date: 01, october 2031, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.